Manufacturer narrative:
This report is submitted on may 15 2020.

Event description:
Per the clinic, the electrode array partially extruded when the surgeon removed the stylet during initial implantation surgery on (B)(6) 2020. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted (B)(6) 2020.